Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 MFR report:3005168196-2019-00900 1. Section d. Box 4. Serial # please note that the following section was inadvertently missed on the follow-up # 01 MFR report:3005168196-2019-00900 and is being updated on this follow-up # 02 MFR report:3005168196-2019-00900 2. Section h. Box 6. Additional results code h3 other text : placeholder

Manufacturer narrative:
Results: the regulator knob was loose and unable to turn the vacuum power up or down. During functional analysis, the pump max was able to power on and produced a vacuum pressure of approximately -29.0 inhg. The regulator knob was unable to adjust vacuum pressure. Conclusions: evaluation of the returned pump max confirmed a loose regulator knob. If the regulator knob is over rotated, the hex nut that secures the regulator knob to the device housing may loosen. If the regulator knob is loosened, the regulator knob may not function properly. During functional testing, the pump max was able to power on and produce a vacuum pressure within specification, but the regulator knob was unable to adjust vacuum pressure. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery, posterior tibial artery and the peroneal artery using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician discovered the control knob to be loose; however, the procedure was completed using the same pump max. There was no report of an adverse effect to the patient.